Event description:
Surgeon reported femtosecond procedure completed without incident. An unscheduled vitrectomy and extracapsular cataract extraction (ecce) was required after femtosecond procedure due to zonular instability. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.